Manufacturer narrative:
(B)(4). Other: (B)(6); submitted to (B)(6) by the physician. The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a procedure performed on an unknown date. According to the complainant, on (B)(6) 2019, the patient experienced pain and subsequently had the mesh totally removed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.